Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a 44-year-old female patient who had essure (batch no. D01970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginitis on (B)(6) 2015. Concurrent conditions included body mass index normal, gerd since 2010, hives and vitamin d deficiency. Concomitant products included cetirizine hydrochloride, ergocalciferol, omeprazole and ranitidine. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced arthralgia ("joint pain / joint pain / hip pain"), allergy to metals ("nickel allergy") with rash and musculoskeletal pain ("shoulder pain"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("painful menses / dysmenorrhe"), dyspareunia ("pain during intercourse / dyspareunia"), visual impairment ("vision impairment / vision/eye problems (vision impairment)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced paraesthesia ("tingling sensations in extremities / tingling feeling on fingertips and legs"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced weight increased ("weight gain") and depression ("psychological or psychiatric problems : depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual periods"), mental disorder ("psychological difficulties / psychological or psychiatric problems"), vulvovaginal pain ("vaginal pain"), dyspepsia ("digestive problems"), weight fluctuation ("weight fluctuation"), headache ("headaches / headaches"), dysgeusia ("metallic taste in mouth"), abdominal pain ("abdominal pain on both side"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type : gerd") and hypoaesthesia ("numbness in fingertips"). The patient was treated with surgery (bilateral salpingectomy to remove essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia, alopecia, musculoskeletal pain and hypoaesthesia had resolved, the menstruation irregular, mental disorder, dysmenorrhoea, vulvovaginal pain, dyspareunia, weight fluctuation, headache, visual impairment, paraesthesia, dysgeusia, vaginal haemorrhage, menorrhagia, allergy to metals, abdominal pain, weight increased, depression and gastrooesophageal reflux disease outcome was unknown and the dyspepsia had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, depression, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, gastrooesophageal reflux disease, headache, hypoaesthesia, menorrhagia, menstruation irregular, mental disorder, musculoskeletal pain, paraesthesia, pelvic pain, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 12-jun-2018: pfs received. Concurrent conditions were added. Concomitant medications were added. Following events: psychological or psychiatric problems : depression, gerd (gastrooesophageal reflux disease) and numbness in fingertips were added. She had recovered from the following events: shoulder pain, hip pain, pelvic pain, hair loss and numbness in fingertips. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain /") in a 44-year-old female patient who had essure (batch no. D01970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginitis on (B)(6) 2015. Concurrent conditions included body mass index normal. On (B)(6) 2015, the patient had essure inserted. In (B)(6), the patient experienced visual impairment ("vision impairment / vision/eye problems (vision impairment)"), arthralgia ("joint pain / joint pain"), weight increased ("weight gain") and musculoskeletal pain ("shoulder pain"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("painful menses / dysmenorrhe"), dyspareunia ("pain during intercourse / dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced paraesthesia ("tingling sensations in extremities / tingling feeling on fingertips and legs"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual periods"), mental disorder ("psychological difficulties / psychological or psychiatric problems"), vulvovaginal pain ("vaginal pain"), dyspepsia ("digestive problems"), weight fluctuation ("weight fluctuation"), headache ("headaches / headaches"), dysgeusia ("metallic taste in mouth"), allergy to metals ("nickel allergy") with rash and abdominal pain ("abdominal pain on both side"). The patient was treated with surgery (bilateral salpingectomy to remove essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menstruation irregular, mental disorder, dysmenorrhoea, vulvovaginal pain, dyspareunia, weight fluctuation, headache, visual impairment, arthralgia, paraesthesia, alopecia, dysgeusia, vaginal haemorrhage, menorrhagia, allergy to metals, abdominal pain, weight increased and musculoskeletal pain outcome was unknown and the dyspepsia had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, headache, menorrhagia, menstruation irregular, mental disorder, musculoskeletal pain, paraesthesia, pelvic pain, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: bilateral placement of essure devices. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), migraines abdominal pain, nickel allergy, pain, rashes or skin conditions (rashes worsen), weight gain/loss (weight gain), other injuries or conditions (shoulder pain). Lot number, historical condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a 44-year-old female patient who had essure (batch no. D01970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginitis on 26-mar-2015. Concurrent conditions included body mass index normal, gerd since 2010, urticarial rash and vitamin d deficiency. Concomitant products included cetirizine hydrochloride, ergocalciferol, omeprazole and ranitidine. On (B)(6) 2015, the patient had essure inserted. In june 2015, the patient experienced migraine ("migraine"), arthralgia ("joint pain / joint pain / hip pain"), allergy to metals ("nickel allergy") with rash, musculoskeletal pain ("shoulder pain") and headache ("headaches / headaches"). In july 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menses / dysmenorrhe"), vulvovaginal pain ("vaginal pain"), dyspareunia ("pain during intercourse / dyspareunia"), visual impairment ("vision impairment / vision/eye problems (vision impairment)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain on both side"). In august 2015, the patient experienced paraesthesia ("tingling sensations in extremities / tingling feeling on fingertips and legs"). In september 2015, the patient experienced alopecia ("hair loss"). In october 2015, the patient experienced weight increased ("weight gain") and depression ("psychological or psychiatric problems : depression"). On an unknown date, the patient experienced menstruation irregular ("irregular menstrual periods"), mental disorder ("psychological difficulties / psychological or psychiatric problems"), dyspepsia ("digestive problems"), weight fluctuation ("weight fluctuation"), dysgeusia ("metallic taste in mouth"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type : gerd") and hypoaesthesia ("numbness in fingertips"). The patient was treated with surgery (bilateral salpingectomy to remove essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia, alopecia, musculoskeletal pain and hypoaesthesia had resolved, the menstruation irregular, mental disorder, dysmenorrhoea, vulvovaginal pain, dyspareunia, weight fluctuation, migraine, visual impairment, paraesthesia, dysgeusia, vaginal haemorrhage, menorrhagia, allergy to metals, abdominal pain, weight increased, depression, gastrooesophageal reflux disease and headache outcome was unknown and the dyspepsia had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, depression, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, gastrooesophageal reflux disease, headache, hypoaesthesia, menorrhagia, menstruation irregular, mental disorder, migraine, musculoskeletal pain, paraesthesia, pelvic pain, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on 11-sep-2015: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-oct-2018: pfs received- new event migraine were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a 44-year-old female patient who had essure (batch no. D01970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginitis on (B)(6) 2015. Concurrent conditions included body mass index normal, gerd since 2010, urticarial rash and vitamin d deficiency. Concomitant products included cetirizine hydrochloride, ergocalciferol, omeprazole and ranitidine. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced arthralgia ("joint pain / joint pain / hip pain"), allergy to metals ("nickel allergy") with rash and musculoskeletal pain ("shoulder pain"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("painful menses / "dysmenorrhea""), dyspareunia ("pain during intercourse / dyspareunia"), visual impairment ("vision impairment / vision/eye problems (vision impairment)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced paraesthesia ("tingling sensations in extremities / tingling feeling on fingertips and legs"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced weight increased ("weight gain") and depression ("psychological or psychiatric problems : depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual periods"), mental disorder ("psychological difficulties / psychological or psychiatric problems"), vulvovaginal pain ("vaginal pain"), dyspepsia ("digestive problems"), weight fluctuation ("weight fluctuation"), headache ("headaches / headaches"), dysgeusia ("metallic taste in mouth"), abdominal pain ("abdominal pain on both side"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type : gerd") and hypoaesthesia ("numbness in fingertips"). The patient was treated with surgery (bilateral salpingectomy to remove essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia, alopecia, musculoskeletal pain and hypoaesthesia had resolved, the menstruation irregular, mental disorder, dysmenorrhoea, vulvovaginal pain, dyspareunia, weight fluctuation, headache, visual impairment, paraesthesia, dysgeusia, vaginal haemorrhage, menorrhagia, allergy to metals, abdominal pain, weight increased, depression and gastrooesophageal reflux disease outcome was unknown and the dyspepsia had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, depression, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, gastrooesophageal reflux disease, headache, hypoaesthesia, menorrhagia, menstruation irregular, mental disorder, musculoskeletal pain, paraesthesia, pelvic pain, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual periods"), mental disorder ("psychological difficulties"), dysmenorrhoea ("painful menses"), vulvovaginal pain ("vaginal pain"), dyspareunia ("pain during intercourse"), dyspepsia ("digestive problems"), weight fluctuation ("weight fluctuation"), headache ("headaches"), visual impairment ("vision impairment"), arthralgia ("joint pain"), paraesthesia ("tingling sensations in extremities"), alopecia ("hair loss") and dysgeusia ("metallic taste in mouth"). The patient was treated with surgery (bilateral salpingectomy to remove essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menstruation irregular, mental disorder, dysmenorrhoea, vulvovaginal pain, dyspareunia, dyspepsia, weight fluctuation, headache, visual impairment, arthralgia, paraesthesia, alopecia and dysgeusia outcome was unknown. The reporter considered alopecia, arthralgia, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, headache, menstruation irregular, mental disorder, paraesthesia, pelvic pain, visual impairment, vulvovaginal pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral placement of essure devices. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.